Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the worsened mitral regurgitation and tissue injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced towards a2/p2, and the leaflets were grasped. At this time, the clip torn off from the posterior leaflet and the mr worsened. A small laceration in the chords or leaflets were suspected. The cds was placed again, and the clip was successfully implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult or delayed positioning could not be determined. A cause of the suspected tissue injury could not be determined. The reported worsening mitral regurgitation (mr) appears to be related to tissue injury. The reported patient effects of mr and tissue injury as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.